Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be rapidly depleting for approximately two months. It was also reported that the pump battery could not be charged despite the attempted use of multiple usb cables and power sources on (B)(6) 2016. There was no reported impact to the customer's blood glucose (bg) level. The customer discontinued use of the t:slim pump, and transitioned to another pump for diabetes management.

Manufacturer narrative:
For rapidly depleting (B)(4).